Manufacturer narrative:
(B)(4). Batch # t5c164. Device analysis: the analysis results found that one pcee60a device was returned with the anvil bent upwards and without reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. No functional test was performed due the condition. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified.

Event description:
It was reported that during a lobectomy procedure, powered echelon blocked. Automatic reverse does not work. The device was locked on tissue with the jaws closed, automatic reversed did not work, and then device was removed by using the manual override and the jaws eventually opened. Procedure was delayed by five minutes. Another like device was used to complete the procedure successfully. There were no fragments generated. There were no adverse consequences for the patient. No other medical intervention was required.